Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that there was no battery response and a loss of efficacy. The patient reported with back pain and the device was shut off to assess the pain. They also had worsening symptoms and wasn¿t feeling the stimulation and they were unable to adjust it. Their voiding frequency was at least hourly with an inability to suppress the urge, which resulted in incontinence. The patient was going to proceed with a battery revision/change. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the device was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the device was explanted and replaced on (B)(6) 2018 and the cause of the battery not responding, the lack of stimulation, and the inability to adjust stimulation was unknown. No further complications were reported/anticipated.